Event description:
As a 17 year, professional, paramedic rptr has used all manner and brand of gloves for years. In april rptr experienced a contact dermatitis to medline brand powdered latex gloves. An allergist diagnosed rptr, after rast latex testing, as cell-mediated latex glove contact dermatitis, prescribing that rptr avoid latex gloves.